Event description:
Event description guidant received information that this patient has received inappropriate shocks with this endotak lead due to a fracture. The lead was removed from service and explanted. The physician attempted placement of a flextend lead, however, difficulties were encountered with the helix mechanism. The lead was not utlized and an additional lead was implanted without further issues.